Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that they noticed a fiber in the needle area. The fiber was exposed and covered the tip of the needle. The issue was noticed prior to use.

Manufacturer narrative:
Additional information: the device history record (DHR) review could not be done because the lot number was unavailable for the device. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for contamination. There were no samples submitted with this complaint. There was one photo attached and the reported condition was able to be confirmed. The complaint will be reopened if a sample is received. A specific root cause could not be determined based on the available information. There¿s no indication of a systemic issue with the product or process, so a corrective and preventative action (CAPA) will not be issued at this time. This information will be utilized for trending purposes to determine the need for corrective actions. This complaint will be used for tracking and trending purposes.